Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair due to mechanical issues. The battery died and the user was unable to open the battery lid which then became stuck in place. No injury has been reported.

Manufacturer narrative:
Conclusion: according the information received, the finetuner echo's battery died. During device investigation a failed capacitor was detected which was clearly the reason for the malfunction of the device. Electrical inspection could not be performed because of the observed failure. Additionally, the user was unable to open the battery lid which then became stuck in place; however, no mechanical anomaly was observed during device investigation. This is a final report.

Event description:
The fine tuner echo was returned to service and repair due to functional and mechanical issues. The battery died and the user was unable to open the battery lid which then became stuck in place. No injury has been reported.